Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient further reported seeing an elective replacement indicator on their device today, and that there was a reading of 3.20 v on the left and 3.70 v on the right, and they were on group a. The ins was at 2.85 v. The symptoms were reported as sudden.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's healthcare provider mentioned the battery for the implant was getting low at their last appointment. Within the next couple months the patient's symptoms had gotten worse. Their speech was horrible and hard to understand, and the patient was moving slowly; it was noted this was a drastic change in behavior. Additionally, the patient did not feel the stimulation changes from the device and was not getting the usual dyskinesia from raising the stimulation. The caller was concerned the battery was getting low or malfunctioning. No further complications were reported as a result of this event.